Event description:
Patient with left ventricular assist device (lvad) therapy for 16 months presents with incidental finding of driveline fracture. Patient was being admitted for other cause when lvad interrogation revealed historical events suspicious for driveline fracture. Thoratec offered driveline splice repair, however patient declined since the company could not identify a target within the driveline to repair (in other words: a blind repair). Lvad worked well with an ungrounded cable and patient was discharged.